Event description:
Customer's physician reported via phone call that they experienced low blood glucose level and hospitalized on unknown date. Customer's blood glucose value was unknown at the time of the incident. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.